Event description:
It was reported that prior to starting a da vinci s surgical procedure, it was noted that cable of the mega suture cut needle driver instrument snapped during set-up. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The cable segment sticks out at wrist. Outer surface of the distal idler pulley also exhibited light scratches. Additional observation not reported by the site was derailed cable. The cable derailment suggested that the grip close cable could have been derailed prior to the cable breakage. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.